Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported sensitivity, pain, and indicated true to inflammation, not fitting, loose, and tongue thrust.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.